Manufacturer narrative:
This report is submitted on april 10, 2018, (B)(4).

Event description:
It was reported that the patient experienced shocking sensations with device use. Reprogramming attempts were made; however, the issue could not be resolved resulting in the decision to explant the device on (B)(6) 2018. The patient was reimplanted with another cochlear device during the same surgery.